Event description:
On march 24, 2009, it was identified that a jagwire that was received for eval along with a flexima biliary stent system, may be related to or have contributed to the event reported in manufacturer report # 3005099803-2009-00601. According to the initial report, a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure in early 2009. The flexima biliary stent system was advanced to the lesion and successfully deployed. Upon attempting to retract the pusher system following stent deployment, the physician noted that a part of the inner catheter of the pusher had detached and remained inside the channel of the endoscope. The physician was able to manually remove the broken portion of the device. The procedure was completed with this device. There were no pt complications reported as a result of this event. Additional info has been requested from the user facility as the returned jagwire was not identified in the complainant's event description. The jagwire was noted to be visibly damaged and further analysis is required.

Manufacturer narrative:
The complainant did not provide the suspect device model number, catalog number or lot number; therefore, the lot expiration and device manufacture dates are also unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.